Event description:
It was reported that during surgery while the instrument was outside the patient, the intertan distal screw targeting setup failed causing surgeon to drill into nail, surgeon free handedly reset the drill and the procedure was completed with the same nail, and it does not affect the surgical technique. Delay reported of less or equal than 30 minutes.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned drill guide handle did not find any obvious issues. The device shows normal signs of wear/usage. The device was manufactured in 2016. A functional evaluation was conducted with a mating device and the stated failure was confirmed. The drill guide handle will not hold a mating device as intended. A medical investigation was conducted and this complaint from the united states reports the targeting setup failed causing surgeon to drill into nail. Reportedly, the surgeon free handedly reset the drill and the procedure was completed with the same nail, and it does not affect the surgical technique. A delay was reported of less than or equal to 30 minutes. No other complication was reported. No harm or impact to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.